Manufacturer narrative:
A short visual check showed already that the product was dented at the push button. This caused also that the push button popped off. This is the result of an external force, e.g. A drop. A short test run showed that the product was running out of specification. The bearings have been gritty, the retention force of the chuck was too low, the power consumption was too high, and it was running too slow. All findings are a result of wear process which might be stronger due to the dented head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
When the product was sent in for repair the accompanying letter just stated that the head heated up and burned patient. Several attempts to contact the dental office have been without success. Therefore we have currently no information what happened and when - entered 'date of event' is best estimate.

Manufacturer narrative:
It turned out that the user acted as requested by the IFU. Therefore there was no risk for a adverse event and this issue would not have been reportable.

Event description:
Finally it was possible to contact the customer. During the call it was stated that the handpiece did not heat up during a treatment and nobody was on risk to be burned. Indeed the user detected during the short test run prior to the treatment that the handpiece was running out of specification. Therefore dentist did not use it and informed the assistant to send it for repair to avoid any incident.